Event description:
It was reported that the bd precisionglide¿ needle experienced the medication leaked through the needle hub, spilling the liquid to outside. The following information was provided by the initial reporter, translated from portuguese to english: at the moment of injection the imunobiologic, the medication leaked through the needle hub.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle experienced the medication leaked through the needle hub, spilling the liquid to outside. The following information was provided by the initial reporter, translated from portuguese to english: at the moment of injection the imunobiologic, the medication leaked through the needle hub,